Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Unfortunately, the reason for explant was not provided. The surgeon indicated endocarditis as an applicable condition related to the explant. The valve was replaced with another edwards bioprosthetic valve, one size smaller. No other details provided.

Manufacturer narrative:
(B)(4). Unfortunately, the valve was not returned; therefore, the valve could not be assessed for any malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. The op report has been requested to investigate the root cause of this explant; however, it has not been provided by the hospital. No further actions are possible with the available information at this time.

Manufacturer narrative:
A copy of the patient's op report was received from the hospital on (B)(6) 2012. The report indicates that this patient had developed endocarditis of her mitral valve, as well as severe tricuspid regurgitation. The report was reviewed and does not document the 27 mm valve (subject device) being used in the tricuspid position as initially reported. The patient had repair of her tricuspid valve with an annuloplasty ring which resulted in severe regurgitation still. Therefore, it was decided to replace the patient's tricuspid valve. The op report notes that they were "able to size the tricuspid to a magna ease mitral valve size." An edwards 29 mm valve was implanted successfully with a minimal amount of tricuspid regurgitation. There is no evidence that the subject valve was implanted and removed as originally reported. The patient tolerated the procedure and was transferred to the cvicu in stable condition.